Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no problem. Therefore, the reported condition could not be duplicated or confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a mastectomy, it was observed that the motor device was running loud and rough. There was no delay in the surgical procedure. It was not reported if a spare device was available for use; however, the surgery was completed successfully. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If any additional information should become available, this record will be updated accordingly. All available information has been disclosed.